Event description:
PICC inserted on 4/8/97 for antibiotic tx. As an inpatient. Pt discharged on 4/17 with PICC for home therapy. PICC was being cared for by a home health agency. Pt states she noticed blood coming through dressing on 5/5/97 and called home health agency. When nurse arrived to do dressing change, found only hub under dressing and PICC in pt's arm, unable to be retrieved. Pt sent to ER and had outpatient surgery to remove PICC after x-ray confirmed PICC to be in upper arm. Remainder of PICC successfully removed.